Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause; cannot duplicate with retains. Source; phone.

Event description:
Reported 2 false positive sars results for one asymptomatic patient (off label use at the time). The patient was part of a team of players (200 people) that have all been testing negative. He is the only athlete that has tested positive at all and the only repeat positive multiple days in a row. The site suspects a patient or sample-specific interference. This report is to indicate one of the false positive instances, and another report will be filed for the other instance (2 of 2). The customer communicated the result was confirmed negative by molecular (pcr testing).